Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (B)(4) fractured. The fractured piece was removed and the implant remains intact.

Manufacturer narrative:
Gold-tite square uniscrew (unisg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. The device malfunction has been confirmed. There was evidence of significant wear due to usage around the threads and the square head. Review of the DHR for unisg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.